Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. A shockwave balloon catheter was used in the left main artery. Loss of placement signal was noted during the procedure. An impella sensor failure alarm was noted on the automated impella controller screen. No patient harm was noted. The patient's outcome at explant was survived.